Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient's dental implant fractured. Pain and delayed healing were reported. The implant was explanted approximately eighteen months after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation.